Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/28/2016 with the following findings: a review of the pump¿s black box history revealed a cs 064 call service alarm. The pump alarmed with cs 064 call service alarm upon the first load attempt therefore the initial complaint was duplicated during the investigation. The pump cover was opened and an internal motor defect was found. The battery compartment and cap were undamaged and the battery cap was able to fit securely to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; (B)(4). This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.